Event description:
It was observed that during the device evaluation, the subject device exhibited forceps channel has serious water leakage and biopsy forceps stuck. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage to the sheath of the insertion tube. The event detectable and preventable by handling device in accordance with the following IFU. 3.8 inspection of the endoscopic system - inspection of the instrument channel 4.3 using endotherapy accessories - insertion of endotherapy accessories into the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.